Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ syringe luer slip, had foreign matter. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
It was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe foreign matter (plastic residue/component). The potential cause for the problem is operational failure at production line clearance. The operators will be notified from this complaint. The defect identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that before use of the bd syringe luer slip, had foreign matter. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
It was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe foreign matter (plastic residue/component). The potential cause for the problem is operational failure at production line clearance. The operators will be notified from this complaint. The defect identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that before use of the bd syringe luer slip, had foreign matter. There was no report of exposure, serious injury or medical intervention.